Event description:
Same case as MDR ID 2134265-2015-01281. It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous vessel. A 38 x 3.00 promus premier¿ stent was advanced to treat the lesion; however, resistance was encountered when the stent was inserted. The device was removed from the patient and it was found that the stent was lifted. Another 28 x 2.50 promus premier¿ stent was advanced but resistance was also encountered. The device was removed and it was noted that the stent was lifted. The procedure was completed with another of same promus premier. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).